Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection confirmed that the coil cap was separated from the infusor. It appeared that the housing was malformed in a manner consistent with exposure to high temperature. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a coil cap that was separated from the body of the infusor. There was no patient involvement. Additional information was requested and is not available. This medical device report is report 3 of 7.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the malformation of the coil cap and ultimate separation from the infusor was determined to be exposure to extreme temperatures. It was unable to be determined where the exposure occurred. Should additional relevant information become available, a supplemental report will be submitted.